Manufacturer narrative:
Event date estimated based on information from initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nosecone of a hawk device broke when the physician attempted to remove the device from the patient and it had to be removed with the distal protection device.